Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the ground prong on the power cable for the navigation system was missing. To resolve the reported issue, the power cable was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect power cable was returned to the manufacturer for evaluation. Visual inspection found that the ground prong was missing. The cable passed continuity testing. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A site representative reported that, while in a spinal fusion, the navigation system shut down without prompt from the user. The system was reported to not be beeping. Additionally, the navigation system was restarted three times to restore proper functionality. The reported issue occurred while setting up equipment for the procedure. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.